Event description:
The patient claimed that the multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: testing confirmed intermittent responses to button presses on the keypad. Multiple button presses are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the battery compartment is cracked at opening of battery chamber. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.